Event description:
It was reported the haptic broke off as the intraocular lens (iol) was being inserted. A vitrectomy was performed and an alternate iol implanted without complication.

Manufacturer narrative:
The intraocular lens was received cut in half with one broken haptic. The results of our investigation reasonably suggest this report is not manufacturing related. The iol met all manufacturing specifications prior to release.